Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The patient reported skin atroph over the sensor and skin thinning as compared to adjacent skin. She went to doctor and the sensor was removed which solved the problem. At this time, no remedial action/corrective action/presentive action/field safety corrective action is required. Potential for development of skin atrophy at the sensor site is a known and anticipated potential adverse effect. The skin atrophy typically resolves over time once the sensor is removed. No further device evaluation is necessary for this type of complaint.

Event description:
Senseonics was made aware of an incident where the patient reported skin atrophy over the sensor and skin thinning.